Event description:
New information received indicated the event was observed remotely via merlin.net. No intervention was performed. The patient will continue to be monitored. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited high ventricular rate episodes with a ventricular event that was not marked. No additional information was reported.